Event description:
It was reported that the during pretest when sterile water was poured in, water leakage occurred from the funnel part of the foley catheter.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Four photos were received for evaluation, the first one shows an overview of the three-way catheter and syringe, the second photo zooms into the end of the shaft where it meets the funnel, with a red arrow pointing at it. The next two photos show the catheter cap with the lot number and tray lot. Also received 1 all-silicone temp sensing foley catheter with syringe. It was attempted to inflate the balloon with the returned syringe and the water contained in it, however a leak was immediately observed in the shaft. Further inspection confirmed a pinhole in the shaft, 0.03635 from the funnel, inflation arm side. The pinhole was smaller than 0.011 this does not meet specification which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inflation pin long. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: warnings 1. Method for use (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder, urethra may be injured. 2. Applicable patients patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications 1. Method for use (1) do not reuse. (2) do not re sterilize. (3) this device contains 10% povidone iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients patients with known allergy to silver coated catheter. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during pretest when sterile water was poured in, water leakage occurred from the funnel part of the foley catheter.